Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states.

Event description:
It was reported that in 2007, the pt was suffocated due to an accidental ingestion at home and was transferred to the hospital by ambulance. On the way to the hospital, cardiac arrest has occurred. In the postresuscitation period, ventricular fibrillation (vf) has occurred and shock therapy was delivered externally and vf has stopped. At 11:37pm, a vf was stopped by a shock delivered by the ICD. The pt died in the hospital the following day). The device was then explanted. The treated vt/vf episode was confirmed by interrogating the device memory, however, shock impedance was recorded as "not available" (na). The physician wanted to know the reason why shock impedance at therapy was recorded as "na".